Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant of the right ventricular (rv) lead, the physician encountered considerable resistance with moving the stylet back and forth. Damage of the lumen was suspected. A different lead was implanted successfully. No patient complications have been reported as a result of this event.